Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 215cc and experienced rupture on the right side postoperatively. The rupture was discovered during explanation on (B)(6) 2020. The reason for explantation is unknown. The patient underwent removal and replacement with mentor memorygel breast implants 150cc, catalog number 3501501bc, serial number (B)(4) (r) and serial number (B)(4) (l).

Manufacturer narrative:
On (B)(6) 2020, additional information was received indicating the patient experienced capsular contracture baker grade unknown and gel bleed on the right side. Device evaluation summary has been updated: during the visual evaluation, an anomaly was observed on the device consistent with a crease/fold in the anterior and extending to the posterior view. A tear was also observed within the crease/fold in the posterior view, measuring approximately 1.0 cm. Gel bleed was not observed because of the tear. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 8 2020, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold in the anterior and extending tot eh posterior view. A tear was also observed within the crease/fold in the posterior view, measuring approximately 1.0 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).